Event description:
Customer reports back to back comparison to a professional meter while using the aviva system with results of 86 mg/dl on the customer's meter and 48mg/dl on the professional meter. Customer reports she was having low blood glucose symptoms; was able to self treat in between testing. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.